Event description:
This polaris adjustable pressure valve was implanted to a pt. It was set at 110 mm h2o. As the neurosurgeon thought was either something was holding the valve wide open or the pressure settings were not working or were inaccurate, the valve was explanted.

Manufacturer narrative:
The valve has not been yet returned. Analysis has to be done.